Event description:
The patient presented to the emergency department with no capture and 2:1 av block. At a follow up on (B)(6) 2018 capture control and auto test were successful.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The data returned for analysis were inspected. Based on all data available for an analysis the capture control mechanism was initially activated on (B)(6) 2018 with a measured ventricular threshold of 0.6 v and a pulse amplitude of 1.1 v. On (B)(6) 2018 the ventricular threshold was measured to 1.2 v indicating a threshold increase of the lead which might have contributed to the clinical observation. It was reported that the ventricular lead was implanted in 1999. However, the exact root cause of the clinical observation was not determinable based on the data available for an analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional relevant information become available, the investigation will be updated.